Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The backplane, video controller, workstation power supply, and video cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system intermittently had lines in the images and other image quality issues during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.